Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an overnight hypoglycemic event while using the ilet during sleep, became unresponsive with cgm/ilet low alerts, and the spouse administered a glucagon injection following a confirmatory fingerstick reading with a reported nadir of approximately 40 mg/dl; the user reported dinner was announced earlier in the evening and no contributing factors were identified by the healthcare provider. Symptoms included unresponsiveness and sweating. Outcomes included non-medical assistance by a caregiver, correction of blood glucose with glucagon, and recovery without hospitalization. Investigation included complaint intake with troubleshooting and education, collection of event details, and review of device alerts and user-reported glucose data. Investigation of this case revealed no device malfunction reported or confirmed and an unclear etiology for hypoglycemia following a meal with an overnight low, consistent with user-specific factors or insulin-glucose dynamics without evidence of a component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.